Event description:
Recovery ivc filter found to be fractured and embolized. Three arms broken off, one retained locally and two migrated to pulmonary artery. Filter and all fragments removed percutaneously. FDA safety report ID# (B)(4).